Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device/location of device;appears to be more in the posterior fundal region of the myometrium,") in a (B)(6) female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, burning micturition, chest pain, palpitations and shortness of breath. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, benign positional vertigo and dizziness. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, 9 years after insertion of essure, the patient experienced embedded device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge. On an unknown date, the patient experienced back pain ("lower back pain") and menstrual disorder ("menstrual bleeding"). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, back pain, vaginal infection, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, migraine, headache and nausea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no acute sonographic abnormality. The right side essure appears to be more in the posterior fundal region of the myometrium and does, not extend into the endometrium. Optimal positioning of the left-sided essure. Essure implant and deployed per protocol with 3 coils visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: migraine, headache, back pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of the device/location of device;appears to be more in the posterior fundal region of the myometrium,') in a 39-year-old female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, burning micturition, chest pain, palpitations and shortness of breath. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, benign positional vertigo and dizziness. Concomitant products included paracetamol (acetaminophen). On (B)(6)2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6)2017, the patient experienced embedded device (seriousness criterion medically significant), 9 years after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain") and menstrual disorder ("menstrual bleeding"). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, back pain, vaginal infection, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, depression, anxiety, migraine, headache and nausea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no acute sonographic abnormality. The right side essure appears to be more in the posterior fundal region of the myometrium and does, not extend into the endometrium. Optimal positioning of the left-sided essure.essure implant and deployed per protocol with 3 coils visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, back pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and aka added from mr we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of the device/location of device;appears to be more in the posterior fundal region of the myometrium,') in a 39-year-old female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, burning micturition, chest pain, palpitations and shortness of breath. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, benign positional vertigo and dizziness. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In january 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2017, the patient experienced embedded device (seriousness criterion medically significant), 9 years after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain") and menstrual disorder ("menstrual bleeding"). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, back pain, vaginal infection, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, depression, anxiety, migraine, headache and nausea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no acute sonographic abnormality. The right side essure appears to be more in the posterior fundal region of the myometrium and does, not extend into the endometrium. Optimal positioning of the left-sided essure. Essure implant and deployed per protocol with 3 coils visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, back pain, nausea lot number:626146 manufacture date: (B)(6) 2007 expiration date: (B)(6) 2009 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.